Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, exit block, increase in pacing lead impedance and increased threshold of the ventricular lead was observed. Patient had some pre-syncopal swindle. The threshold was measured manually and was adjusted. Programming changes were made but the capture issue was not resolved. Lead damage was suspected. Subclavian crush was noted on x-ray. Lead was capped and replaced on (B)(6) 2016. Patient was doing well following the procedure.